Event description:
New information noted that the right ventricular was capped and replaced on (B)(6) 2020 and was then explanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. Unable to perform lead impedance test due to condition of the lead as received. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high impedance. Programming changes were performed. On (B)(6) 2020 the lead was explanted and replaced. The patient was in stable condition.